Event description:
Device issue: none. Adverse event: in-stent restenosis. Onset of adverse event: two years post procedure. It was reported that two years post implantation of the xact stent in the left internal carotid artery, the patient was diagnosed with in-stent restenosis. The patient has no neurologic symptoms and is reported to be doing well physically. No treatment has been performed; however, the patient has been referred to the physician who performed the index procedure for follow-up. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (4). (B) (4). The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. There was no reported device malfunction. Restenosis is a known potential risk associated with the use of the xact device, as listed in the instruction for use (IFU).